Manufacturer narrative:
Analysis found that when compared to the assembly drawing (B)(4): 0.696¿ of the distal cutting tip broke off which would have resulted in the reported event. The break point corresponds to the distal end of the locking hub / collar (not returned with the sample). When viewed under magnification the break configuration was consistent with a failure due to shear or bending load. Although the customer indicated the bur broke during testing before actual use, the item was returned with wear marks on the shaft indicating use (likely from previous uses. The drill is reusable however the life of the device is contingent upon many factors including extent of usage and handling. The instructions for use warns that excess force may lead to drill bending, breakage or excess vibration. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup for a fess with minitrephination, the "doctor put drill into m4 microdebrider handpiece, then started drill to check before using. The tip of the drill broke off." Here was no patient involvement. A backup drill was used for the procedure.